Event description:
It was reported the patient was concerned the device was not doing what it should be. The patient¿s internal bladder pressure had increased and the patient was getting new diverticulum. The patient had a kidney infection two months prior to call. Since implant, the patient was still retaining two-thirds to half of their bladder and had to catheterize. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. An appointment of (B)(6) 2015 was noted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0gbsd, implanted: (B)(6) 2014, product type: lead. (B)(4).